Event description:
The customer reported that during an lar, the device would not maintain a hold. It would just keep releasing. This condition occurred after the first seal. Upon return for evaluation, initial inspection found that the device had a wire loop at the jaw end that broke in half exposing bare wire.

Manufacturer narrative:
(B) (4). (B) (4). The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient. The broken wire would also compromise the jaw's ability to hold tissue as was indicated in the initial report.